Event description:
Event description guidant received information that this passive fix atrial lead was removed from service and replaced due to dislodgement. The lead was replaced with a screw in lead. The transvenous defibrillation lead was also replaced because during the procedure. This lead also dislodged while repositioning. The lead was removed and replaced with new lead same model.